Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart. A cold reset was performed. The customer¿s blood glucose level was 254 mg/dl at time of incident. Customer was able to rewind the pump and able to clear the alarm. Customer states that they received alarm multiple times. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed unexpected restart error test, self test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing. Also, unit was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted.